Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. The returned pad-pak was inserted into the device, the device powered on then shutdown with a device service required prompt and a flashing red status led and chirp. This would confirm the reported fault. Investigation found the reported fault can be attributed to failure of a component of the high voltage charging circuitry. This occurred due to continual charging and resulted in permanent damage to the microprocessor. A fault was identified with the usb cable becoming trapped in the casing during assembly although this did not affect the functionality of the device. The device is tested before leaving heartsine.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has device service required message.